Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204 and adjust belt messages) has been confirmed. As received, the belt failed an ECG falloff test. The cause for failure was isolated to contamination on u1 of ECG c. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There were no adverse events associated with the electrode belt malfunction.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).